Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture in all configurations was also observed on the lv channel. The patient was asymptomatic and lv pacing was deactivated. The lead continues to remain implanted in the patient and no adverse patient effects were reported.